Manufacturer narrative:
Hologic is submitting this report in accordance with 21. Cfr part 803. The submission is based upon the currently available information. The submission of this report does not represent a confirmation of device malfunction involving the hologic products in the event described. Lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that a patient with previously a history of hypothyroidism, hypertension, type ii diabetes and recently was diagnosed with mild epilepsy. Had previously excisional biopsies on the right breast and they proved to be benign. Years later, after the patient had a routine mammography, was indicated to have a biopsy in the right breast, and later the patient was told to have an invasive cancer. On (B)(6) 2018, the patient had lumpectomy procedure and the biozorb placement. The patient had a lot of pain in the breast, and ultimately developed redness, swelling and purple discoloration of the overlying skin. The patient received antibiotics, and received an aspiration, and the doctor decided to remove the marker and perform a mastectomy on the patient on (B)(6) 2018. Patient post-operation was uncomplicated and is doing well.